Event description:
The device was returned for random touches registered and an unresponsive screen. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. As a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state. Additionally, the lvp left bag hook is damaged / missing and will be replaced.

Event description:
The following has been reported: biomed reported: "broken pump. Patient harm: unknown. On 04/01/2026 - biomed reported that the screen is unresponsive despite being hard reset. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.